Manufacturer narrative:
The rear cab breakout assembly was returned to the manufacturer for analysis. Analysis found that the reported issue could not be confirmed. The message said "waiting for mvs to initiate communication." Visual inspection of assembly noted that the ground wires had been cut, as had cat5 connectors therefore unable to install to test. Visual inspection noted that the pendant/dongle jack screws were missing which would result in poor connection. The rear cab breakout assembly was damaged. Analysis found that the reported event was related to physical damage. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that there was intermittent communication between the image acquisition system (ias) and the mobile view station (mvs). The harness between the interface cable and the ias computer was replaced. The imaging system then passed the system checkout and was found to be fully functional. The harness was returned and is currently under analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively during the select patient/acquire scans task and delayed the surgery by less than one hour. It was reported that the system was not communicating with the ias as the site was about to take their spin. The message said "waiting for mvs to initiate communication." After about 10 minutes, the system connected and the site was able to proceed with the case. The surgery was completed with imaging and there was no impact on patient outcome.